Manufacturer narrative:
The initial MDR 2432235-2017-00193 was filed on march 13, 2017. Additional information (03/23/2017): a siemens headquarters support center (hsc) reviewed the event. The event was resolved with a siemens customer service engineer (cse). The cse replaced the dilution probe wash pump. The cse calibrated the instrument, resulting within range. The cause of the discordant results is from a malfunction of the dilution probe wash pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely depressed albumin, aspartate aminotransferase, alanine aminotransferase, alkaline phosphatase, total protein and direct bilirubin results were obtained on a patient sample on an advia chemistry xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same advia chemistry xpt instrument, resulting higher. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed albumin, aspartate aminotransferase, alanine aminotransferase, alkaline phosphatase, total protein and direct bilirubin results.